Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the patient's sensor is broke and is not applicable. The patient's blood glucose level is 117mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
Reliability analysis inspected one opened and used sensor and performed a visual inspection and found the tip of cannula bent, the insertion needle bent too per specifications. Unable to confirm if customer received sensor damage due to customer returning the product opened and used.